Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm vicmo 12.6, -12.5 diopter, implantable collamer lens, into the patient's right eye on (B)(6) 2023. There was patient contact (lens touched the eye) with no patient injury. The lens was exchanged on (B)(6) 2023 with a same size, similar (sphere/cylinder/axis) lens. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).